Event description:
It was reported that upon removal, the distal end of nasogastric (ng) tube detached and remained in the patient's stomach. Additionally, the distal end was removed from the patient¿s stomach on (B)(6) 2022. There was no reported injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the anti-clog bolus was not present on the distal end of the tubing and was not returned; no other damage was observed on the returned sample. The distal end of the tube was examined under various levels of magnification and from various angles: the end of the tube was smooth with no jagged tearing, there was some visible adhesive residue; the proximal-most adhesive was observed at 4mm from the end of the tube. The reported failure was confirmed; the root cause was traced to the manufacturing process. The device history record for lot 20034755 was reviewed and the product was produced according to product specifications. All information reasonably known as of 15 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.